Event description:
It was reported that the lens was damaged during insertion into the pt's right eye. The surgeon enlarged the incision to remove the damaged lens and a suture was placed. According to the surgeon, the pt is fine. The inserter that was used during this event is reported under 2031924-2012-00022.

Manufacturer narrative:
The investigation is underway. The device has been requested but has not been received at the evaluation site.